Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured a random backup battery (ebb) fault on (B)(6) 2024 at 10:47 that resolved on its own. The log file also captured ebb faults starting on (B)(6) 2024 at 18:21 and continued for the remainder of the log file. These ebb faults appear to be the result of the ebb failing the load test. The system controller was exchanged which resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files. Data from the reported event dates of 17may2024 and 22may2024 were reviewed. At 10:47:10 on 17may2024 a backup battery fault alarm activates due to an ebb_mem_tag fault and resolves by 10:47:14. Backup battery fault alarms were active at 18:21:56 on 22may2024 due to the battery not passing the load test. Backup battery faults were active until the end of the log file at 10:33:14 on 23may2024. There were no other notable events active in the log file. Pump operation was not affected. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis. The controller underwent preliminary and functional testing and passed without issue. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated for an extended period of time during testing, and no alarms were reproduced. A root cause for the reported events could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.